Event description:
Clinical information: crd_1098 - triclip japan pas, patient site: (B)(6). It was reported that on (B)(6) 2026, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3. One clip was successfully implanted, reducing tr to a grade of 1. On (B)(6) 2026, the patient experienced ataxia in the right upper limb and tests revealed a cerebral microinfarction. Edoxaban tosilate hydrate and edaravone were administered.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.